Event description:
A tandem mobi cartridge alarm was reported by the caller, leading to the customer's blood glucose level exceeding 500 mg/dl, with the specific value unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction injection through multiple daily injections and did not require assistance from a third party. Reportedly, customer continued to use the pump for insulin therapy.